Manufacturer narrative:
The reported complaint was not confirmed.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr tested the module and it was fully functional.the way the module was positioned there was a lot of stress put on the cable of the affected pressure channel. The fsr moved the module to a different location that allowed a more relaxed cable and tested the unit. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the pressure module was not working. The cable is new. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 15-dec-2015: manufacturer clinical services (cs) attempted to communicate with the perfusionist (ccp) multiple times to get the facts of this incident. After no returned communication from the ccp, the cs called and spoke to the manufacturer field service representative (fsr). The fsr had previously traveled to the user facility to troubleshoot the issue. During priming of the cpb circuit, the ccp attempted to zero the pressure transducer and the transducer would not go to 0 mmhg and (- - -) continued to be displayed. The ccp checked the connections between the transducer and the adaptor cable and also checked connection to the pressure module. After some manipulation, the transducer was able to be zeroed and was used for the procedure. The ccp checked out the module and it functioned correctly and the issue appeared to be a poor cable connection. Additional information was received from ccp on december 17, 2015. According to ccp, the cardioplegia pressure measurement was involved in this incident. A disposable pressure transducer was used and it was mated to an adaptor cable that connects to the pressure module. Ccp stated the transducer was able to be zeroed during set-up and priming, but then started to drift negative ( < 0 mmhg) and then drifted positive beyond the alert / alarm threshold. The pressure transducer was changed out and the issue remained. Then the perfusion screen was exited and re-selected, but again the issue remained. The system-1 was re-booted (power cycled) and still no resolution. The adaptor cable was disconnected to clear the high pressure alert / alarm. All of these mitigations occured prior to cpb. In the end, ccp used the arterial line circuit pressure transducer when cardioplegia was being delivered. Ccp stated that fsr moved the pressure module and re-routed the cable and pressure measurement has been able to be used since that time and continues working today. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.